Event description:
A hospital in (B)(6) reported that one of the wigglepads of an opt314 optiflow junior interface cannula was not adhering to the cannula. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint opt314 optiflow junior interface was recently returned to fisher & paykel healthcare in (B)(4). Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) method: the complaint opt314 optiflow junior interface was returned to fisher & paykel healthcare in (B)(4) for evaluation. Results: visual inspection revealed that the loop pad was detached on the right side of the cannula. The detached loop pad appeared to be discolored compared to the loop pad on the left side of the cannula. Evidence of dried glue was observed on the detached loop pad. A lot check was not performed as no lot number was provided. Conclusion: we were unable to determine the cause of the loop pad detaching from the cannula. Loop pads are bonded to the infant optiflow cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. Our user instructions that accompany the optiflow junior nasal cannula contain the following instruction with regard to placing of the wiggle pads: "ensure skin is dry/prepared." Additionally the optiflow junior nasal cannula fitting guide contains the following statement: "ensure infant's skin is clean and dry. Follow your hospital's protocol for skin preparation."

Event description:
A hospital in (B)(6) reported that one of the wiggle pads of an opt314 optiflow junior interface cannula was not adhering to the cannula after 2 days of use. No patient consequence was reported.